Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview 6 pro, the scope wash tubing broke and fell into the pt's leg. The piece was retrieved through an additional' incision. A second device was used and the c-ring also broke off. We are following up with the customer for additional details of the event, including how the procedure was completed. Refer to MFR report # 2242352-2013-00685 for the related report.

Manufacturer narrative:
The device returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the scope wash tubing was dislodged from the c-ring assembly and returned. The c-ring and scope wash tubing were viewed under a microscope; there was evidence of adhesive on the scope wash tubing. The scope wash tubing did not display evidence of heat-related exposure. While we are unable to conclusively determine a root cause, the reported event is likely attributable to excessive force. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).